Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported recently receiving an unintentionally delivered dose of insulin. Customer reported that this delivery may have been due to a malfunction or her laying on the insulin pump. Customer reported that her blood glucose level dropped to 30 mg/dl. Customer stated that she treated with honey. Blood glucose level at the time of the call was not provided. No further information was provided.